Event description:
Access port broken. Alleged event reported as "gastroplasty band placed in 2001 in urol. Gi operating room. During post-op f/u, they discovered that the band was not effective. The catheter was disconnected from the chamber. Rehospitalization for reimplantation of a new chamber without laparoscopy, to reconnection to the new chamber." F/u findings: tubing leak at or near the connector.